Manufacturer narrative:
This report is for an unknown mono/ polyaxial screw collars/ sleeves/ heads: matrix/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the 3-d heads pulled off of the pre-assembled screws while the rods were being locked down. Replacement heads were used but again this issue occurred again. The damaged screws were removed and longer and wider diameter screws were used to successfully replace the broken screws. The surgery was delayed. This report is for one unknown mono/ polyaxial screw collars/ sleeves/ heads: matrix. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product code: 04.632.001, lot: 32p2404, manufactured date: december 14, 2019. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the screw head polyax f/matrix 5.5 tan (p/n: 04.632.001 & lot #: 32p2404) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that minor scratches were visible on the surface of the screw. These might have caused during explantation/removal procedure. Apart from it, no other issues were identified with the returned device. Functional test: the functionality test cannot be performed as the other appropriate instruments that are used to perform the assembly of replacement screw head with pedicle screw according to surgical guide were not returned. Hence, the functionality test cannot be performed. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: a dimensional inspection cannot be performed due to complex geometry of the screw head. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: surgical technique no design issues/discrepancy was found. Complaint confirmed? No. Investigation conclusion the complaint condition cannot be confirmed for the screw head polyax f/matrix 5.5 tan. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 5 for (B)(4).

Event description:
Updated event description to capture concomitant device reported: concomitant device reported: unknown rods: spine (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.